Event description:
A surgeon reported that a system had unstable intraocular pressure control during a procedure. The procedure was completed with the same equipment. There was no patient harm.

Manufacturer narrative:
A site visit has been performed and the investigation is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 06/12/2014. (B)(4).